Event description:
Reference MFR. Report numbers: 1627487-2019-06025; reference MFR. Report numbers: 1627487-2019-06026; reference MFR. Report numbers: 1627487-2019-06027; reference MFR. Report numbers: 1627487-2019-06028.

Manufacturer narrative:
The date "may 8, 2019" entered in "date received by manufacturer" in the initial report was entered in error. The correct date is "may 6, 2019" which is entered in this additional report-2.

Event description:
Reference MFR. Report numbers: 1627487-2019-06025; reference MFR. Report numbers: 1627487-2019-06026; reference MFR. Report numbers: 1627487-2019-06027; reference MFR. Report numbers: 1627487-2019-06028.

Manufacturer narrative:
Concomitant medical products: model 3189, scs leads (2) therapy date unknown. Model 1192 scs lead anchors (2). Therapy date unknown. Investigation results will be provided in the final report.

Event description:
Reference MFR. Report numbers: 1627487-2019-06025. Reference MFR. Report numbers: 1627487-2019-06026. Reference MFR. Report numbers: 1627487-2019-06027. Reference MFR. Report numbers: 1627487-2019-06028. It was reported that patient¿s cervical system was explanted due to infection. Patient is also treated with antibiotics. No other information is available.